Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the third party service center, an issue related to the internal battery was observed. The device's power management board was replaced to address the issue. The device failed a step during testing. The device's sensor board was replaced to address the issue.